Event description:
The patient reports trouble hearing out of his right ear, which is the same side the tmj joint is on.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert states ear problems is a possible adverse event. The joint remains implanted, therefore no product evaluation can be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event, see also 1032347-2015-00262.